Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. It was also noted that the right atrial (ra) lead exhibited an impedance alert and atrial undersensing. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-11-06, it was later reported that the ipg had a false impedance alert. The ipg remains in use.